Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing the unit to alarm. Therefore, the original complaint issue of the unit not alarming was not able to be duplicated.

Event description:
Dealer states the unit has no audible alarm working.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit has no audible alarm working.